Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during implant procedure of the aveir dr system, the two leadless pacemakers (lp) exhibited difficulty in docking to the catheter during procedure. Upon attempt to fixate the device, it was found that the lps exhibited difficulty in separating from the catheter as well. A drop in blood pressure was identified, upon which it was discovered that a pericardial effusion developed due to cardiac perforation. Pericardiocentesis was performed, followed by a sternotomy. The lps were successfully implanted. The patient was intubated and recovering.